Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose level was not impacted. Tandem technical support educated the customer in regards to occlusions. As the occlusion alarm had occurred in the past and supplies had been changed, cts was unable to perform a system check to determine a possible cause of the occlusion.